Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 20 mg/dl; cause was unknown. Reportedly, the customer received assistance from emergency medical transport and consumed soda, honey, and cookies to treat bg. Review of the pump logs verified that the basal software turned on and suspended insulin delivery. Tandem technical support verified that the pump was performing as intended and recommendation was made to consult with healthcare provider. The customer acknowledged the information.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 36 mg/dl was entered into the pump by the user on 7/8/2019 at 7:53 pm and bg of "low" (below 40 mg/dl) was recorded by continuous glucose monitor (cgm). Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At 5:57 pm, user requested a 10.21 unit bolus for 100 grams of carbohydrates and a bg of 103 mg/dl. There were no erratic basal rate adjustments. A review of pump settings shows the user increased total daily basal insulin from 27.2 to 27.8 units per day on 7/3/2019. It is possible the user over-corrected. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.